Event description:
The reporter stated that the solusets came apart. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The product has not yet been received from the customer. An additional report will be submitted as soon as the investigation is complete.